Event description:
It was reported the customer was hospitalized due to her blood glucose. Pharmacist wanted to get customer's settings. Pharmacist was in a rush to get off the phone and no additional info was gathered in regards to hospitalization. Customer's blood glucose was not provided. No further info reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.